Event description:
Primary stability achieved, no osseointegration. Allergy to penicillin. Diabetes mellitus, psychological disorder, xerostomia, inadequate bone quality, mobility. Same patient as (B)(6).